Event description:
It was reported to boston scientific corporation in 2007, that a hydra jagwire guidewire was used during an ercp (endoscopic retrograde cholangiopancreatography) with stone removal procedure performed the same day (patient age, gender and weight are unknown). According to the complainant, after removal of balloon catheter from working channel, the nurse found the entire length of the shaft jacket to be damaged. Procedure completed with another of same hydra jagwire guidewire. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be "satisfactory."

Manufacturer narrative:
No consequences or impact to patient. Shaft, split. The device returned and was evaluated for the reported failure. Visual evaluation indicated that the device had a damaged sheath, with the "ptfe jacket peeled along the length of the wire." The cause of the reported malfunction cannot be determined although the most probable cause is handling damage. A search of the complaint database revealed that no additional complaints exist for the specified lot.